Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. Following treatment of the lesion with the oad, the guide wire appeared to be prolapsed in the collateral branch. When attempting to remove the wire, resistance was felt. The wire was advanced in order to straighten it, however when removal was attempted the tip of the wire became detached. The wire fragment was unable to be snared and remained in the patient the patient was in stable condition following the procedure.